Manufacturer narrative:
Reporter occupation: distributer. In review of all available information and considering it is unknown if the revision has actually taken place due to lack of information received, this event was likely due to prosthesis wear. However, the cause of prosthesis wear cannot be confirmed because the component was not returned for evaluation. This device is used for treatment, not diagnosis

Event description:
It was reported that a patient had a left total hip arthroplasty in (B)(6) 2017. As reported," the patient had a cyst and apparently the cyst contains polyethylene debris". The source of this information was not reported. The l hip x-rays received do not show obvious signs of polyethylene wear. No other information was reported.

Manufacturer narrative:
Pending device return and evaluation. Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Pending revision due to patient having a cyst.